Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. The analysis performed indicated no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.